Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by PICC placer "I placed a PICC that on the sherlock 3cg I had the gram diamond for good placement but must of forgot the save button. The x-ray showed it needed to advance 8cm. Sherlock showed has elevated p- wave and everything."